Event description:
The customer reported the pt went into "fibrillation" during a sync cardioversion procedure. The pt converted out of "fibrillation" without medical treatment.

Manufacturer narrative:
(B)(4): the customer reported the pt went into "fibrillation" during a sync cardioversion procedure. The pt converted out of "fibrillation" without medical treatment. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.